Event description:
The reported issue: (B)(6), the nurse removed the urinary catheter. Despite numerous attempts, the balloon of the catheter did not deflate completely (removal of 6 ml of water). The nurse removed the patient's urinary catheter, but the balloon still contained 4 ml of water and caused patient injury and significant hematuria, with expulsion of clots during the evening. According to the nurse, the balloon of the urinary catheter was defective according to her, since despite her best efforts, even once the catheter was removed from the patient, it was impossible to empty the balloon. Additional information: the patient had to undergo surgery because of the urethral trauma suffered.

Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Manufacturer narrative:
Qn# (B)(4). There was no complaint device returned for investigation, but photo was available. Therefore, no physical assessment could be conducted, and investigation will be only based on photo provided, historical trend and document review. Non-deflation could occur due to several reasons such as it was being bent or kinked during the usage, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem. Furthermore, a balloon with low fill volume than the recommended tends to lead to the problem. In a standard practice, an empty syringe without plunger is also recommended to be used to drain off the fluid by gravity and avoid creation of vacuum effect and ease deflation process. However, without returned sample, the actual phenomenon which could lead to non-deflation could not be determined and associate it with any of the above-mentioned root cause. Non-deflation could be occurred due to various reasons. However, in the absence of returned sample on this complaint, further investigation could not be conducted and therefore complaint is not confirmed.

Event description:
The reported issue: saturday, october 22, the nurse removed the urinary catheter. Despite numerous attempts, the balloon of the catheter did not deflate completely (removal of 6 ml of water). The nurse removed the patient's urinary catheter, but the balloon still contained 4 ml of water and caused patient injury and significant hematuria, with expulsion of clots during the evening. According to the nurse, the balloon of the urinary catheter was defective according to her, since despite her best efforts, even once the catheter was removed from the patient, it was impossible to empty the balloon. Additional information: the patient had to undergo surgery because of the urethral trauma suffered.